Event description:
It was reported that during a coronary artery stenting procedure, stent damage occurred. The 90% stenosed, de novo, eccentric and moderately calcified lesion was located in the moderately tortuous mid left anterior descending (lad) artery. The size of the lesion was 2.5mm x 22mm. The lesion was pre-dilated by an unspecified balloon catheter and post-dilation stenosis was 30%. Upon attempting to insert the taxus liberte 24mm x 2.50mm drug eluting stent system across the lesion, significant resistance was encountered and crossing was unsuccessful. Upon withdrawal of the device, the physician noted that the stent struts were exposed in the proximal part of the device. The procedure was completed by another of the same device after pre-dilatation of the proximal left anterior descending (lad) artery. No patient injuries or complications were reported as a result of the event. The patient's status was reported as stable.

Manufacturer narrative:
Visual and microscopic examination of the stent revealed proximal stent damage. Some of the stent struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. Several kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). It is contraindicated to stent lesions that are heavily calcified and lesions involving arterial segments with a highly tortuous anatomy in the dfu. It is advised in the dfu that if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.